Event description:
On (B)(6) 2010, the pt received a cardiac catheter with a stent and afterward experienced elevated blood glucose of 23 mmol/l (414 mg/dl). On (B)(6) 2010, the pt switched to the backup infusion device and her blood glucose decreased. She believes the primary infusion device delivers too little insulin. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.